Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and the 23027 error was found in logs indicating pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient fixture test platform (pftp) where sine cycle was found to be failing on the axis 2. Once testing was completed, the axis 2 motor and motor cable was tested and was verified to be the source of the fault. A review of the site¿s system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) quality engineer. Investigation revealed the following possible related system errors: 23013 indicating pot to encoder fdfd error, mtmr, axis 5 (gimbal yaw) and 23008 indicating pot to encoder error, mtmr, axis 5 (gimbal yaw). The axis 2 motor and axis 2 motor cable was found to be the root cause of the reported event.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator(mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated recoverable faults occurred. Technical support engineer (tse) checked logs and found errors 23008 and 23013 on right master tool manipulator(mtm). Tse instructed staff to perform a hard power cycle on right mtm and fault returned on start up. Tse then had the customer start surgeon side console(ssc) in stand alone mode and to start again in normal mode and fault re-occurred. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system was inspected prior to use and procedure was started without any errors. The procedure was converted to traditional laparoscopic approach as the surgeon's right controller was no longer useable. The reporter was unaware if the conversion resulted in increasing port size or adding ports. The patient tolerated the conversion.